Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, the physician inserted the distal tip of the introducer sheath into the hub of a microcatheter; however, the physician experienced resistance and was not able to advance the coil and delivery pusher. The procedure continued with another device and the patient's condition was well. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: the pusher assembly was fractured approximately 86.0 cm from the proximal end of the wire. The pet lock is still intact on the proximal end of the pusher assembly. The coil detached from the pusher assembly during decontamination. The coil was advanced outside of the orange sheath until the orange sheath reached the fractured area of the pusher assembly. No resistance was felt. The coil detached from the pusher assembly during decontamination. The outer diameter of the coil was measured and was within specification. The device is non-functional in its returned condition. Conclusions: the complaint has been evaluated. The complaint indicates that the pusher assembly and coil could not be advanced through another manufacturer's microcatheter due to resistance. Evaluation of the returned device revealed a fracture in the proximal end of the pusher assembly. This damage was likely caused by attempts to push the device against resistance. The outer diameter of the pusher assembly and coil were measured and were within specification. In addition, the coil was easily advanced into and out of the coil sheath. There is no evidence of a device issue. It appears that the resistance felt by the physician was related to patient anatomy and not related to a device issue. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.